Event description:
Patient reported "rupture". This record is for unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d3, d4, d6a, g1, g4, h4, h6.

Event description:
Patient reported "rupture". Later, confirmed rupture for the contralateral side. This record is for right side. Device was explanted.